Manufacturer narrative:
The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number or model number. Device labeling addressees the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported a lap-band "revision surgery" for unspecified reasons. The lap-band system will be "repaired" and not explanted. Follow-up information: surgeon called and stated the tubing "fractured" and the tubing will be replaced on a later date. Event was first noticed when there was "no restriction" and the band was not holding fluid. Event was confirmed by x-ray. Device remains implanted.